Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted CT (computed tomography) scan images confirmed an obstruction of the outflow graft lumen, underneath the outflow graft bend relief. A specific cause for the obstruction could not be conclusively determined. It was reported that the patient presented with general heart failure symptoms (fatigue, dyspnea, lack of breath) that resolved after stents were inserted into the graft. A direct correlation between the reported renal failure and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) could not be conclusively established through this evaluation. Examination of the submitted CT scan images appeared to show a narrowing of the outflow graft lumen underneath the outflow graft bend relief. The pre-operative cta appeared to show a similar narrowing of the outflow graft lumen underneath the outflow graft bend relief. The extent to which the outflow graft lumen was obstructed could not be conclusively determined through the images alone. A specific cause for the obstruction could not be conclusively determined. It was reported that stents were inserted into the graft to restore the normal diameter of the outflow graft lumen. The outflow graft narrowing did not appear to be present in the post-operative cta images. It should be noted that no abnormal trends in calculated average flow were observed through the evaluation of the submitted log files. The system controller periodic log file contains approximately 4 months and 4.5 days of data from (B)(6) 2020 at 11:18:54 through (B)(6) 2020 at 22:21:17. For the duration of the file, calculated average flow ranged from 3.5-5.0 lpm. No abnormal trends in pump parameters were observed. The system controller event log file contains data from (B)(6) 2020 at 21:40:12 through (B)(6) 2021 at 09:04:43. For the duration of the file, calculated average flow ranged from 3.5-5.0 lpm. No atypical alarms were captured for the duration of this file. The pump operated as intended at the set speed. The lvad log files were unremarkable as well. It was reported that the patient presented with general heart failure (hf) symptoms (fatigue, dyspnea, lack of breath), but no signs of hemolysis. The physicians supposed an accumulation of ¿jelly material¿ between the outflow graft and bend relief. Computed tomography angiography (cta) demonstrated obstruction of the outflow graft (og). An endovascular treatment was planned and an intravascular ultrasound (ivus) study was obtained. The imaging reportedly showed a 75% cross-section lumen area reduction due to external compression between the strain relief and the dacron graft resulting in og infolding. The obstruction was treated with a covered stent-grafting and noncompliant balloon post-dilation. The procedure was uneventful and performed without the use of contrast medium. The hf symptoms reportedly resolved after the stenting. The patient remains ongoing on hm3 lvas, serial number (B)(6) and no additional complaints have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27dec2016. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 1 of this document lists renal dysfunction as an adverse event that may be associated with the use of the hm3 lvas. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted CT (computed tomography) scan images confirmed an obstruction of the outflow graft lumen, underneath the outflow graft bend relief. A specific cause for the obstruction could not be conclusively determined. It was reported that the patient presented with general heart failure symptoms (fatigue, dyspnea, lack of breath) that resolved after stents were inserted into the graft. Examination of the submitted CT scan images appeared to show a narrowing of the outflow graft lumen underneath the outflow graft bend relief. The extent to which the outflow graft lumen was obstructed could not be conclusively determined through the images alone. A specific cause for the obstruction could not be conclusively determined. It was reported that stents were inserted into the graft to restore the normal diameter of the outflow graft lumen. It should be noted that no abnormal trends in calculated average flow were observed through the evaluation of the submitted log files. The system controller periodic log file contains approximately 4 months and 4.5 days of data from (B)(6) 2020 at 11:18:54 through (B)(6) 2020 at 22:21:17. For the duration of the file, calculated average flow ranged from 3.5-5.0 lpm. No abnormal trends in pump parameters were observed. The system controller event log file contains data from (B)(6) 2020 at 21:40:12 through (B)(6) 2021 at 09:04:43. For the duration of the file, calculated average flow ranged from 3.5-5.0 lpm. No atypical alarms were captured for the duration of this file. The pump operated as intended at the set speed. The lvad log files were unremarkable as well. It was reported that the patient presented with general heart failure (hf) symptoms (fatigue, dyspnea, lack of breath), but no signs of hemolysis. The physicians supposed an accumulation of ¿jelly material¿ between the outflow graft and bend relief. Stents were inserted in the graft to restore normal diameter of the outflow graft lumen. The hf symptoms reportedly resolved after the stenting. The patient remains ongoing on heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) and no additional complaints have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27dec2016. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information was extracted from a literature review of a scientific journal: " luca apruzzi, et al. Jacc: cardiovascular interventions. Volume 14, issue 13, 12 july 2021, pages 1497-1499 doi " from department of vascular surgery, irccs san raffaele hospital, vita-salute san raffaele university, milan, italy. Manufacturer's investigation conclusion: analysis of the submitted CT (computed tomography) scan images confirmed an obstruction of the outflow graft lumen, underneath the outflow graft bend relief. A specific cause for the obstruction could not be conclusively determined. It was reported that the patient presented with general heart failure symptoms (fatigue, dyspnea, lack of breath) that resolved after stents were inserted into the graft. A direct correlation between the reported renal failure and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) could not be conclusively established through this evaluation. Examination of the submitted CT scan images appeared to show a narrowing of the outflow graft lumen underneath the outflow graft bend relief. The pre-operative cta appeared to show a similar narrowing of the outflow graft lumen underneath the outflow graft bend relief. The extent to which the outflow graft lumen was obstructed could not be conclusively determined through the images alone. A specific cause for the obstruction could not be conclusively determined. It was reported that stents were inserted into the graft to restore the normal diameter of the outflow graft lumen. The outflow graft narrowing did not appear to be present in the post-operative cta images. It should be noted that no abnormal trends in calculated average flow were observed through the evaluation of the submitted log files. The system controller periodic log file contains approximately 4 months and 4.5 days of data from (B)(6) 2020 at 11:18:54 through (B)(6) 2020 at 22:21:17. For the duration of the file, calculated average flow ranged from 3.5-5.0 lpm. No abnormal trends in pump parameters were observed. The system controller event log file contains data from (B)(6) 2020 at 21:40:12 through (B)(6) 2021 at 09:04:43. For the duration of the file, calculated average flow ranged from 3.5-5.0 lpm. No atypical alarms were captured for the duration of this file. The pump operated as intended at the set speed. The lvad log files were unremarkable as well. It was reported that the patient presented with general heart failure (hf) symptoms (fatigue, dyspnea, lack of breath), but no signs of hemolysis. The physicians supposed an accumulation of ¿jelly material¿ between the outflow graft and bend relief. Computed tomography angiography (cta) demonstrated obstruction of the outflow graft (og). An endovascular treatment was planned and an intravascular ultrasound (ivus) study was obtained. The imaging reportedly showed a 75% cross-section lumen area reduction due to external compression between the strain relief and the dacron graft resulting in og infolding. The obstruction was treated with a covered stent-grafting and noncompliant balloon post-dilation. The procedure was uneventful and performed without the use of contrast medium. The hf symptoms reportedly resolved after the stenting. The patient remains ongoing on hm3 lvas, serial number (B)(6) and no additional complaints have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 1 of this document lists renal dysfunction as an adverse event that may be associated with the use of the hm3 lvas. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additionally information reported that the patient was admitted for acute heart failure, pulmonary edema, and acute renal failure. The patient had a reduction of outflow graft lumen observed in proximity of the heartmate 3 pump outlet from the computed tomography (CT) scan images. There were no signs of hemolysis observed. A computed tomography angiography (cta) was performed. The cta revealed a 75% cross-section lumen area reduction due to external compression between the strain relief and the dacron graft resulting in outflow graft infolding. The obstruction was treated with a stent-grafting and noncompliant balloon post-dilation. Both intraoperative ivus and post-operative control cta confirmed the resolution of og obstruction.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was a reduction of the outflow graft lumen observed in proximity of the heartmate 3 pump outlet from CT scan images. No signs of hemolysis were observed. Physicians supposed that accumulation of jelly material between outflow graft and bend relief and insert stents in the graft to restore normal diameter of the outflow graft lumen. No further information was provided.